Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the guidewire was stuck in the catheter. A functional test on a test guidewire could not be performed since a non-boston scientific guidewire was returned. However, this guidewire was stuck inside the device.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the right iliac vein. The opticross 35 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after removing the ivus catheter from the left iliac vein and advancing it over to the right iliac vein, it was removed from the right and positioned up the left wire to reference the left confluence. The opticross catheter became stuck on the wire. The wire and opticross catheter were removed together and replaced, and the procedure was completed successfully. No patient injury was reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the right iliac vein. The opticross 35 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after removing the ivus catheter from the left iliac vein and advancing it over to the right iliac vein, it was removed from the right and positioned up the left wire to reference the left confluence. The opticross catheter became stuck on the wire. The wire and opticross catheter were removed together and replaced, and the procedure was completed successfully. No patient injury was reported.